Event description:
Report received from the USA stating that the device "cannot move the selector to the tube position. It was unknown to the reporter whether or not the device was used in surgery. It was also unknown to the reporter whether or not any injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).